Manufacturer narrative:
The investigation for the reported introducer kink has been completed. The device was not returned for evaluation. Clinical details were provided stated that the impella cp was unable to advance through 14 fr. 25cm sheath. Once the device was removed, an injection through the sheath revealed a kink due to stick angle and body habitas. The root cause of introducer damage - mechanical was most likely a sheath kink. Added- d6a/d6b, d4 updated model number

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 26-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp was unable to advance through the impella sheath as the sheath had a kink. A new kit was opened and a new 14 fr sheath placed. A new impella cp was also inserted because of concerns of damaged to the impella when attempting to push through the kink. The second cp was successfully placed.